Event description:
It was reported that the customer was hospitalized on 03/09/2015 due to high blood glucose, diabetic ketoacidosis and acute renal failure. The customer's blood glucose at the time of admission was 788 mg/dl. Troubleshooting was done. The customer experiencing vomiting, lethargy and difficulty breathing as symptoms of his high blood glucose. The customer was treated with saline, an IV and insulin at the hospital. During troubleshooting, a small air bubble was found in the infusion set. Advised customer to run a manual prime, but insulin did not exit the tubing. The insulin pump passed the high pressure test. Advised that the customer's insulin pump was working designed. Advised customer to change the entire infusion set, reservoir, and insulin and then treat per healthcare provider's instructions. The cannula was neither bent nor occluded. Per the customer's wife's request, advised that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.